Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient, the device inappropriately shut down, the clinicians attempted to power device back up and the device would not power on. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.